Manufacturer narrative:
(B)(4). There is no indication at the time of this report that the lens has been explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a small piece of plastic came out together with two pcb00 intraocular lenses (iols). The lenses were implanted in two different patients. The plastic piece was removed from the patient's eye. No incision enlargement or vitrectomy were required and there were no patient injuries. This file represents 2 of 2 iols and a separate MDR is being filed for each patient / lens.

Manufacturer narrative:
The pcb00 unit was returned to the manufacturer and it was sent to a contract lab for analysis. Visual examination of the pcb00 unit revealed a lens stuck in the tip of the device. A small piece of plastic was also observed, mashed with the lens. Ftir analysis indicated the debris was consistent with polypropylene, which was what the cartridge, used in pcb00, was composed of. Manufacturing records were reviewed and the pcb00 unit was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.